Event description:
It was reported to boston scientific corp that a rapid biliary stent system was used during a biliary drainage procedure in the biliary tract of a pt. After positioning, the stent was unable to be deployed as strong resistance was felt when retracting the inner sheath. Force was applied to remove the inner sheath which had stretched and stuck on the guidewire. The procedure was completed with another rapid biliary stent system. The procedure was successfully completed with no reported pt complications. The pt was reported to be in fine condition after the procedure.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).